Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient denied a headache or symptoms related to a csf leak. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter, other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 75 mcg for a total dose of 17.24121 mcg/day, bupivacaine 30 mg for a total dose of 6.89648 mg/day, clonidine 300 mcg for a total dose of 68.96483 mcg/day, and compounded baclofen 300 mcg for a total dose of 68.96483 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient was concerned/feels like the pump has inverted as they cannot activate their personal therapy manager (ptm) and instead receives a "cannot be found" error. It was noted they were unable to connect their ptm to their pump. The patient was instructed to wear an abdominal binder. On (B)(6) 2020 examination revealed and confirmed the pump had flipped/was inverted in the pocket. During a pump refill on (B)(6) 2020 a significant reservoir volume discrepancy was noted where the actual reservoir volume (arv) was 16 ml and the interrogated reservoir volume (irv) was 5.9ml. As the patient's pump was also noted to have flipped, it was likely the catheter had also kinked. The plan was for a pump pocket revision and a catheter revision. On (B)(6) 2021 during surgery, it was noted that the pump had become dislodged from all 4 sutures and the catheter had kinked at the pump connector. The pump was repositioned to the left buttocks and the catheter was spliced replacing the pump segment of the catheter. On (B)(6) 2021 the patient had a headache from a previous lumbar puncture that had been controlled with fioricet. During the catheter and pump pocket revision on (B)(6) 2021, surgical observation revealed cerebrospinal fluid (csf) in the pocket. No action was taken regarding the csf leak. The outcome of the event (catheter kink and pump inversion) resolved without sequelae on (B)(6) 2021. The outcome of the csf leak was noted as ongoing. The clinical diagnosis was less controlled pain (unable to activate ptm due to pump flipping), decreased pain relief, and csf leak. The device diagnosis was pump inversion and catheter kink. The etiology of the event (catheter kink and pump inversion) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The etiology of the event (csf leak)indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). The event date was (B)(6) 2020. No further complications were reported/anticipated.